Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1317803) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00345 for second device and MDR 3004939290-2014-00346 for the third device.

Event description:
It was reported by the aci clinical specialist that a pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Following the procedure, the tech who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was inserted into the sheath alongside of a buddy wire (guide wire). The balloon lost pressure before the sealant was deployed. The device was removed and since access was maintained a second mynxgrip vascular closure device 6f/7f was inserted into the sheath. The balloon from the second device also lost pressure. The device was removed and a thirst mynxgrip vascular closure device 6f/7f was inserted into the sheath. The balloon from the third device also lost pressure. The third device was removed and the pt was converted to manual compression for 20 minutes at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.